Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The encore unit was returned with a white stain on the side of the device. The stain was noted to be on the inside of the clear housing and on the outside of the barrel. However, the stain did not obstruct the graduation marks in the barrel. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is ¿user preference issue¿ as the product meets specification however the user is dissatisfied with the function, performance, or appearance of the product. (B)(4).

Event description:
It was reported that foreign material was noted on the device. A 26 encore balloon catheter inflation device was selected for use. During preparation, outside the patient, a spot was noted at the inner catheter near the memory of indeflator. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that foreign material was noted on the device. An 26 encore balloon catheter inflation device was selected for use. During preparation, outside the patient, a spot was noted at the inner catheter near the memory of indeflator. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.